Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor arm communication error and hardware low level failure. The customer¿s blood glucose level was 6 mmol/l at the time of the incident. Customer stated the alarms have recurred three times. The insulin pump will be replaced. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
Pump error 4 and pump error 63 alarm confirmed in the pump history problem isolated to the keypad assembly.